Event description:
It was reported via repair work order that the reduced brake force due to damaged caster. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.